Manufacturer narrative:
The service rep could not duplicate the error. System operating as designed.

Event description:
Customer reports the touch screen locked-up. Patient involved but no injury. Rebooting cleared and cases continued without incident.